Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during the rewind as a result of the motor encoder being out of phase. The device was received with cracked case on the display window corners, scratched screen, and cracked reservoir tube lip.

Event description:
It was reported that he customer went for an MRI while wearing the insulin pump, and the device alarmed motor error several times. The husband stated that the insulin pump restarted after the error alarm and then counted up to six before doing the normal starting sequence. The caller mentioned that her glucose level was high and the customer started on anti-inflammatory medication, which contributed to increase her glucose level. The blood glucose was 333mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the spouse that the device would be replaced and revert to back up plan. No further information was provided.